Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the driver became stuck in the implant and the implant was removed. Tooth location 6.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. Visual inspection of the as returned product identified that the implant was attached to a driver. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Functional testing was performed for the returned products and it was determined the devices failed functional testing as the implant could not be removed the driver. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".